Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing as the electrogram (egm) presented which appeared to be a lot of triggered pacing. Atrial sensing has been all over the map from 8 to 0.3 milli volts. In addition, this crt-d has 2.5 years left battery and high left ventricular (lv) lead output was also noted. Data analysis appeared to be depleting normally. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10 and h6 impact code.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing as the electrogram (egm) presented which appeared to be a lot of triggered pacing. Atrial sensing has been all over the map from 8 to 0.3 milli volts. In addition, this crt-d has 2.5 years left battery and high left ventricular (lv) lead output was also noted. Data analysis appeared to be depleting normally. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing as the electrogram (egm) presented which appeared to be a lot of triggered pacing. Atrial sensing has been all over the map from 8 to 0.3 milli volts. In addition, this crt-d has 2.5 years left battery and high left ventricular (lv) lead output was also noted. Data analysis appeared to be depleting normally. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing as the electrogram (egm) presented which appeared to be a lot of triggered pacing. Atrial sensing has been all over the map from 8 to 0.3 milli volts. In addition, this crt-d has 2.5 years left battery and high left ventricular (lv) lead output was also noted. Data analysis appeared to be depleting normally. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10 and h6 impact code. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did confirm that the device appears to be depleting normally. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.